Manufacturer narrative:
(B)(4). Broken blade. Evaluation summary: two devices (a-b) were rec'd for analysis. Device a was returned with the distal tip of the blade broken off and/or missing. The remaining blade portion had scratches. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. Device b was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The device would not open due to body fluids; the clamp arm was broken during inspection. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Device b additional information: (B)(4).

Event description:
It was reported that during an unk procedure when the was used on the pt there was no function. There was no pt consequence reported.